Event description:
Pt was revised because the poly part of the metal backed patella was found in the supra patella pouch.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.